Event description:
Pump sn (B)(4) alarming no disposable. Pt/ph tried to troubleshoot, unable. Switched pumps and working fine. Pt did not experience any adverse effects. Sent replacement pump and pt to return other. Dose or amount: 5.4ng/kg/min, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pulmonary arterial hypertension.